Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6)2016 with blood glucose of over 400 mg/dl. Customer stated that he was hospitalized due to having issue with infusion set. Customer stated that the infusion set was not connected to the customer. The customer experienced symptoms such as feeling sick, sluggish and dry mouth. The customer was treated with insulin IV drip and manual injection. The customer was wearing the insulin pump during the hospitalization. Customer also reported to have experienced a high blood glucose of over 400 mg/dl close to 500 mg/dl on (B)(6) 2016. Customer treated with manual injection and declined high blood glucose troubleshooting. The insulin pump will not be returned for analysis.